Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a0414 captures the reportable event of sheath torn requiring retrieval. Imdrf impact code f23 is being used to capture the reportable event unexpected medical intervention.

Event description:
It was reported that a clear renal sheath was used during a pcnl (percutaneous nephrolithotomy) procedure. During the procedure, a piece of the sheath came off and was it successfully removed from the patient. The procedure was completed with another of the same device with no patient complications.